Event description:
Pump went into failure while delivering fluid to a patient. The failure 313 code was displayed on the main display with no audible alarm. When powered on, the three audible alarms are present. Same failure code 2 previous times in the event history that biomed was not notified of. This pump was not examined on-site. Medication was unk, but it was a critical medication. No pt injuries or medical interventions. No additional contact info available.